Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Customer¿s blood glucose level was 40 mg/dl. Customer was treated with food. Customer reported that they were not using auto mode. Customer did not reported insulin pump was over delivering. Customer had mental confusion and sweating. The insulin pump will not be returned for analysis.